Event description:
Information received regarding the explanted device notes damage on both the atrial an ventricular leads and possible problems with the associated guidant pulse generator. The patient had syncope.